Manufacturer narrative:
The unique device identifier for this device is (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were floating particles within two 500ml intravia empty containers. This was discovered after compounding with non-baxter fentanyl and baxter normal saline using a non-baxter needle. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One portion of one of the devices was returned and an evaluation is complete. The second sample was not returned. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a particle within the intravia container portion. Stereomicroscopic examination revealed the isolated material consisted of one colorless, elongated, striated particle with a taper at both ends. The particle was greater than 7mm in length. Chemical characterization using attenuated total reflection (atr) spectroscopy determined the particle was consistent with polyester. The cause is attributed to the user environment. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.